Manufacturer narrative:
One sample of taperguard endotracheal tube with stylet was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and the cuff was difficult to inflate and deflate. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the user experienced resistance while inflating the tracheal cuff. Customer indicated there was no patient involvement with this event.

Event description:
Medtronic received a report the user experienced resistance while inflating the tracheal cuff. Customer indicated there was no patient involvement with this event.